Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The concomitant lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced a tissue atrophy at the cuff site. The problem was diagnosed by the doctor through cystoscopy and an artificial urinary sphincter (aus) replacement surgery was performed to address the problem. The patient is expected to fully recover.